Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the device was in use with pt. When comparing the blood pressure results from the product listed with a non-invasive pressure reading, the values differed (non-invasive pressure reading was lower). However, blood pressure medication had already been administered in response to the blood pressure results given from the product listed. No permanent adverse effects to pt reported.